Event description:
It was reported that the screen of the customer's insulin pump wen blank. Customer states that the screen came back on and showed a weak battery. Advised customer that the blank display may be due to physical damage to the pump or battery cap as well as moisture in the pump or incorrect battery type. Customer's blood glucose was 191 mg/dl. Advised customer to monitor pump. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).